Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 14 plus / 2.6 / ios_17.3.1.

Event description:
It was reported that pump experienced malfunction with unknown cause, which occurred over a month prior and was not preceded by any notable events. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently and resumed insulin use, and technical support advised monitoring pump and contacting support again if issue continued, after which case was closed with customer agreement.